Event description:
It was reported that the patient received a dynesis spine generic located at l1-s4 4 years ago (exact product and date of implantation unknown) and is experiencing pain and paralysis. The pain is located where the dynesis product has been implanted.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).